Event description:
Noise on lead caused patient to be shocked. Lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
On (B)(6) 2018 - this rv lead was explanted and replaced due to inappropriate shock and lead fracture. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.